Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 27feb2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported logic board issue. The device was received and evaluated. Error code 260.4130 for power supply high voltage failure was found during the investigation. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported logic board issue. There was no patient involvement.